Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 6/14/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate profile 300 cc saline prosthesis, catalog: 3501645, serial (B)(4), lot: 6564981. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with mentor smooth round moderate profile 300 cc saline prostheses on (B)(6) 2012 began experiencing issues in (B)(6) 2012 post implantation. The patient reports bilateral burning and stabbing breast pain, right breast rippling, and right implant lateral movement. The patient also reports that migraines that began post implantation with her first set of mentor breast implants in 2002. The patient also reports ringing in the ears, tingling on the right side of her face, stomach issues where she experiences pain ( more on the right side), extreme fatigue, low energy, right side hip pain, itchy skin, throat lump, shortness of breath, tight/heavy chest, inability to lose weight, pain when laying down and difficulty sleeping. The patient reported there is no known seroma, deflation, or capsular contracture. No date of explantation or revision was received. This report is for the right breast prosthesis.